Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed to check connections, and they were tight. When the cable was moved the image stayed. The input on the monitor from provation did not display an image. Swapping of the sdi cable was recommended to ensure the event was not caused by the cable. If the issue persists, it could be provation video card or com port. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had no image. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.